Manufacturer narrative:
H10: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. The device has not been returned for evaluation; therefore, the investigation is inconclusive for the above listed failures as no objective evidence has been provided to confirm any alleged deficiency with the filter. Based upon the available information, the definitive root cause is unknown. The device is labeled for single use. H10: g4 h11: d3 h11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes one malfunction event. A review of the event indicated that model 0600620ce hickman d/l catheters experienced a failure to infuse. Of this event, the device was not used on the patient. The patient¿s age, sex, and weight were not provided. The 0600620ce hickman d/l catheter was not returned to the manufacturer limiting investigation. Lot number was provided, so a DHR review was performed, finding no issues with the lot.

Event description:
This report summarizes one malfunction event. A review of the event indicated that model 0600620ce hickman d/l catheters experienced a failure to infuse. Of this event, the device was not used on the patient. The patient¿s age, sex, and weight were not provided. The 0600620ce hickman d/l catheter was not returned to the manufacturer limiting investigation. Lot number was provided, so a DHR review was performed, finding no issues with the lot.